Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection, the customer's batteries were found to be depleted. The device passed on and off current testing. Despite these results, half of the returned batteries were charged between 2v and 2.5v and the other half were measured at less than 1v. The batteries were scrapped and replaced. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.